Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A main coil and a pusher wire were returned for this complaint. The coil and the pusher wire were interlocked within introducer sheath. The pusher wire was inspected, and it was found kinked. The main coil was found kinked and severely stretched. No more damages were found in the returned device. Functional inspection was performed and the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noticed. Microscopic inspection of the main coil was performed and revealed that the zap tip was detached. The interlocking arm was inspected, and no anomalies were noticed. Dimensional inspection of the pusher wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and there were missing fiber bundles due to the coil's stretching condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06oct2021. It was reported that the coil was stretched. An 8mmx20cm interlock coil was selected for use on the embolization of a splenic artery aneurysm. During the procedure, when the physician was deploying this device, the coil could not be pushed out of the catheter for two consecutive times. The physician tried for several attempts to pull the coil back slowly, and noticed that the coil was stretched. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the zap tip of the main coil was detached and there were missing fiber bundles.